Event description:
It was reported that the patient presented to the clinic for a routine follow-up. The high voltage lead impedance trend displayed two previous high out of range impedance measurements. During interrogation in clinic, impedances were in range. The patient was scheduled for additional testing.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.